Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left circumflex (lcx). While advancing the 2.75x28mm taxus liberte drug eluting stent (des) the middle of the shaft was broken. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis can confirm the complaint reported. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 21.7 cm distal from the strain relief. The device appeared to have been kinked at the point of separation. This type of damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the crimped stent and tip found no issues. Microscopic examination of the balloon found no issues with the balloon material. A review of the shop floor paperwork found that the device met its material, assembly, and product specifications. The most probable root cause assigned is operational context, as the complaint is associated with a product that meets the design and manufacturing specification. But due to anatomical/procedural factors encountered during the procedure, the performance was limited.